Event description:
It was reported that the patient underwent a surgical procedure in which an unspecified malleable implant was removed and replaced with an inflatable penile prosthesis (ipp) due to unspecified reasons. No additional information was reported.